Manufacturer narrative:
Follow up MDR. Results: customer report was not confirmed. Rec'd (1) complete single dpt kit. Saline was primed in the kit. No visible contaminant was observed inside the kit.

Event description:
It was reported to boston scientific corporation that an interject injection therapy needle, was used during a colonoscopy procedure performed on (B)(6), 2010. According to the complainant, during preparation the interject injection therapy needle was difficult to remove from its protective hoop packaging. During the procedure, the nurse advanced the interject injection therapy needle through the scope. Upon attempting to advance the needle, it was found that it was detached and "was hanging loose off the end of the catheter." The device fragment did not fall into the patient, and the device was able to be retracted through the scope. The procedure was completed with another interject injection therapy needle. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Event description:
It was reported that there seemed to be an unknown material inside the pressure tubing near the zero-stopcock. (Cdp model#: tc1013s01_, lot#: xc0192mt).